Event description:
It was reported that 6 hours after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion being treated was located in the non tortuous, non calcified left anterior descending artery (lad). The vessel diameter was reported as 3.5 mm. The physician implanted a taxus express2 8.8% 3.5 x 20 mm drug eluting stent and a taxus 3.0 x 20 mm stent. Plavix and integrilin were administered pre and post procedure. Heparin was used during the procedure. Plavix and asa were to be continued indefinitely. The pt had an acute myocardial infarction 6 hours post procedure. There was thrombosis in the lad and diagonal. The treatment was surgery. The pt is reported as doing well. In the opinion of the physician the thrombosis was related to the stent.

Event description:
Same case as 6000089-2004-00641.